Event description:
It was reported that the ilet user experienced hypoglycemia with a documented glucose nadir of 54 mg/dl and subsequently overtreating the low, which contributed to hyperglycemia reaching 401 mg/dl. Symptoms included hypoglycemia, hyperglycemia, polydipsia, nervousness, and shaking. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect treatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.